Event description:
Pt called to report that their meter did not power on. In 2002, pt claims that pt was not feeling well and tried to test their bg and was unable to test their bg. Pt replaced batteries 2x and was unable to power meter on. Pt then went to their doctors. Their bg was 412 mg/dl. Their md gave them 110 mg glucotrol and one 500 mg of glucophage. Ccr was unable to resolve the issue.